Manufacturer narrative:
Event estimated dates. The stents remain in the patients. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional adverse patient effect of death is being filed under a separate medwatch report #. Literature: "five-year results of the bioflow-iii registry: real-world experience with a biodegradable polymer sirolimus-eluting stent".

Event description:
It was reported through a research article identifying xience prime stents that may be related to the following: cardiac death, myocardial infarction, coronary artery bypass graft (CABG) and stent thrombosis. Specific patient information is documented as unknown. Details are listed in the article, titled "five-year results of the bioflow-iii registry: real-world experience with a biodegradable polymer sirolimus-eluting stent".

Manufacturer narrative:
D4. Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The device was not returned for evaluation. A review of the lot history record and complaint history could not be conducted because the part and lot numbers were not provided. The reported patient effects of myocardial infarction and thrombosis are listed in the xience v everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. Literature attachment: "five-year results of the bioflow-iii registry: real-world experience with a biodegradable polymer sirolimus-eluting stent".